Manufacturer narrative:
Updated fields: b4, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use,cardiosave intra-aortic balloon pump (iabp) had an iabp catheter restriction alarm. There was no patient harm.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the initial function which was normal. The all manifold test passed. A run test was performed through the simulator. The unit can simulate and function normally. Initial function was tested for one hour with no abnormalities. The iabp was ready for use.

Event description:
N/a.